Event description:
The service report shows the customer alleged the 840 venilator stopped cycling while in use on a pt. The device alarmed as expected and the pt was not harmed or injured. The nellcor putitan bennett customer sypport engineer (sce) verified the vent inop error codes in memory. The cse replaced inspiratory electronics pcb. A failure investigation conducted on theremoved component could not duplicate the reported event.